Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04775 / 04776).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information with invoice history review confirmed that patient underwent right hip revision procedure on (B)(6) 2014. Patient's legal counsel reports additional allegations of swelling, inflammation, lack of mobility, dysfunction, soreness, and impairment. Additional information received in patient medical records reveal the (B)(6) 2014 revision was on the left hip and was due to suspected metal-on-metal local adverse tissue effects with a loose acetabular component. The patient's operative report noted synovial tissue appeared thickened and abnormal with grayish tan discoloration, fluid with particulate matter, loose cup, and lytic membrane tissue. The head, cup and taper adapter were removed and replaced with a cup, head and liner. A review of invoice history could not confirm patient was bilateral with an initial left total hip total arthroplasty.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information with invoice history review confirmed that patient underwent right hip revision procedure on (B)(6) 2014. Patient's legal counsel reports additional allegations of swelling, inflammation, lack of mobility, dysfunction, soreness, and impairment.